Manufacturer narrative:
At the time of contact, the user's healthcare provider was not aware of the event. Customer care advised the user to notify their healthcare provider for medical evaluation and guidance. A territory manager participated in the call and confirmed that a replacement sensor had already been approved and shipped to the healthcare provider's office under a related complaint. The territory manager assisted the user with arranging a follow-up appointment. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
On march 11, 2026, senseonics was made aware of an incident in which the user reported an infection at the sensor insertion site. The user stated that symptoms began on (B)(6) 2026, initially presenting as irritation that progressed to a localized area with discharge. The user reported that the sensor subsequently came out of the arm and retained the device. No hospitalization or emergency medical treatment was reported.